Event description:
11/11/96 hernia repair surgery performed. No unusual events noted at the time of surgery with either the device or surgery. Pt reported pain after surgery and was unable to void. Cystogram revealed a hole in the bladder. Surgery performed 11/13/96 to repair bladder injury. Pt is recovering without complications.